Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and uncomfortable sensations. The patient was seen by a company representative for device evaluation. External equipment was exchanged and programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed the device was not functioning. Surgery to explant the patient's device is to be scheduled.